Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event and confirmation from a physician has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reports left side "drooping and pain" and "concerned [they] are experiencing a deflation". Device remains implanted.